Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported during a micro-stent implant procedure, he was unable to deploy the device, therefore, he opened a backup one to complete the procedure. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of unable to deploy the stent; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).